Manufacturer narrative:
This report is submitted on january 4, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on may 5, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on january 30, 2023.